Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, the high voltage lead impedance had increased. The physician opted to monitor the patient since the ICD is close to eri.